Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had software error detected alarm. The customer¿s blood glucose level was 165 mg/dl at the time of the incident. Customer called stated he was not able to get into auto mode. Device will not be returned for analysis.